Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the second firing with blue reload. One blue reload was used before this event. The jaw of the device could not open as expected. Used manual release lever to open the jaw. Some staples were unformed. Changed new device and reload to complete the procedure. The device was discarded in the hospital. Only one reload will be returned for analysis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: results - premature sled movement the analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to what may have caused the reported incident, as there was no device returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was any part of the target tissue cut?